Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was further specified as touch contamination. Peritonitis was manifested by discomfort. The patient was not hospitalized for the event. The patient was treated with two unspecified antibiotics (frequencies, doses, and routes not reported) and vancomycin (intraperitoneally, dose and frequency not reported) for the event. The patient recovered from the event. Dianeal therapy was ongoing. The patient was retrained on proper aseptic technique. No additional information is available.